Manufacturer narrative:
The t:slim g4 pump user guide states indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. During system check with tandem technical support, it was noted that the occlusion could possibly be at the level of the site. Reportedly, the customer was using apidra insulin. The customer's blood glucose level was 248 mg/dl. The customer took a correction bolus and indicated that the site would be changed the next day.